Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt had their neurostimulator system replaced due to a "dysfunctional electrode". The pt recovered without sequelae.